Event description:
Reportedly, during the implantation process of the subject device, the interrogation with the orchestra plus link was tried twice but it was not possible and it was finished manually. Finally the orchestra plus link usb cable was unplugged, and the interrogation was finished successfully with inductive programming head. After finishing the session, it was plugged again and the interrogation was possible and with success. It was reported that the subject ICD was implanted properly without problems.

Event description:
Reportedly, during the implantation process of the subject device, the interrogation with the orchestra plus link was tried twice but it not possible and it was finished manually. Finally the orchestra plus link usb cable was unplugged, and the interrogation was finished successfully with inductive programming head. After finishing the session, it was plugged again and the interrogation was possible and with success. It was reported that the subject ICD was implanted properly without problems.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior. The most probable hypothesis to explain the reported communication issues would be related to bad positioning of the rf head.

Event description:
Reportedly, during the implantation process of the subject device, the interrogation with the orchestra plus link was tried twice but it not possible and it was finished manually. Finally the orchestra plus link usb cable was unplugged, and the interrogation was finished successfully with inductive programming head. After finishing the session, it was plugged again and the interrogation was possible and with success. It was reported that the subject ICD was implanted properly without problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The most probable hypothesis to explain the reported issues would be related to the bad positioning of the cpr3 head.

Event description:
Reportedly, during the implantation process of the subject device, the interrogation with the orchestra plus link was tried twice but it not possible and it was finished manually. Finally the orchestra plus link usb cable was unplugged, and the interrogation was finished successfully with inductive programming head. After finishing the session, it was plugged again and the interrogation was possible and with success. It was reported that the subject ICD was implanted properly without problems.